Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The not for human use (nfhu) error message was confirmed. The fse tried reprogramming and powering up without the patient side cart (psc) but the message did not go away. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. The usm was installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The usm was then installed onto a golden system where nfhu message was triggered. After axes controller carriage logic (accl)2 was replaced, the issue was resolved. Upon visual inspection, no issues were found that would be related to the reported event. Failure analysis identifies that accl2 is the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported site continues to experience not for human use (nfhu) error message. The error message remained displayed even after a power cycle. The procedure was completing as planned with no reported injury.